Event description:
It was reported that when the asymptomatic patient presented for follow-up, post-paced t-wave oversensing was observed. The device was reprogrammed. Routine follow-up will continue. The patient was stable and felt well.